Event description:
It was reported that patient underwent a left hip primary total prosthetic replacement using cement on (B)(6) 2014. The patient was revised on (B)(6) 2014 due to infection head and liner were revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5, d10, g1-2, g4, h1, h2, h6, h10. The reported event was unable to be confirmed due to limited information received from the customer. The device was not returned to the manufacturer. Therefore, the device analysis could not be performed. An investigation has been performed, consisting of a documentary review. The review of the device manufacturing quality record indicates that 3328 products refobacin bone cement r 2x40g, reference (B)(4), lot number a411bf163r were manufactured on october 7, 2014. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other complaint on this issue has been recorded for refobacin bone cement r 2x40g, reference (B)(4), lot number a411bf163r within one year. The root cause of the event couldn¿t be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision surgery due to infection.